Event description:
An endurant ii stent graft system was implanted for treatment of a 5.1 cm in diameter abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. The physician stated on a follow up scan that the device did not look fully open. It was found on a subsequent CT scan that the patient had a type a thoracic dissection. The patient will be treated in the future. No additional clinical sequelae were reported.

Event description:
The physician stated that the reason the device did not fully open was the aortic dissection. The proximal part of the device did not open and approximately 12 mm of the device did not open. There was a type b dissection that extended into the infrarenal aorta. There did not appear to be any device occlusion.

Manufacturer narrative:
Exact date of event is unknown. (B)(4).